Manufacturer narrative:
The insulin pump received with cracked reservoir tube lip, minor scratched display window, and reservoir tube window noted during visual inspection.

Event description:
It was reported that the insulin pump had a cracked screen. The customer did not know how the damage had occurred and she did not know the blood glucose reading. She noted that she could run her finger nail through the crack, indicating that its size was more than just a scratch. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.